Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Diopter: -1.50/+2.50/x095. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo 13.2 -1.50/+2.5x095 diopter implantable collamer lens in patient's right eye on (B)(6) 2015. Excessive vault was noted. The lens was explanted on (B)(6) 2016 and exchanged for a shorter length lens. This resolved the problem. On (B)(6) 2016, patient's last visit; ucva was 20/20.

Manufacturer narrative:
Conclusion: the anterior endothelium chamber depth (acd) is below 3.0 mm and per dfu for this lens model, this lens model is contraindicated for acd below 3.0 mm. Corrected data: (B)(4). Conclusion: conclusion was found and unable to confirm complaint. Device evaluation: product evaluation found that the lens was returned dry in case/vial. There was clear surgical residue/debris on product. Visual inspection found the lens optic torn and the haptic torn. (B)(4).